Event description:
The device was used during a bullectomy procedure. Reportedly, the staples did not form properly in the middle of the staple line. The surgeon resected the tissue at the application site and applied another device.